Event description:
The customer reported having high blood glucose over 500mg/dl. The caller stated that the reservoir was changed and got a shot of 12.0 units, but her glucose level was still high. Troubleshooting was performed, and the time/date was incorrect. The bolus wizard settings were unknown. While calling the husband took over the call and stated that the customer is having hard time. Advised the husband to go to emergency room, and he stated that they were at the doctor's office. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.